Manufacturer narrative:
Additional information was received that the patients wound was red and oozing. The physician believed that the cause of infection was unknown and suspected to be poor hygiene and uncontrolled diabetes. The patient was doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a wound dehiscence and developed an infection at the ipg and lead sites. The wound was flushed and packed it with antibiotic paste. The patient underwent an explant procedure.

Manufacturer narrative:
Explant date: (B)(6) 2019. Model number/catalog number:sc-8336-50. Serial number: (B)(4). Batch/lot number: 7051829. Model/catalog description:coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a wound dehiscence and developed an infection at the ipg and lead sites. The wound was flushed and packed it with antibiotic paste. The patient underwent an explant procedure.